Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
Senseonics was made aware of an incident where user reported an event where the cgm showed results that are different from glucometer measurements.no injury or medical intervention was reported.

Manufacturer narrative:
On (B)(6) 2026, the user reported discrepancies between blood glucose (bg) and sensor glucose (sg) readings. Review of sensor data available in the data management system indicated that calibrations entered prior to (B)(6) 2026 were consistently very close to sg values. This pattern suggested that estimated glucose values generated by the application were being entered as calibrations rather than true fingerstick bg measurements. Customer care reviewed proper calibration practices with the user, emphasizing the importance of entering exact bg values obtained from a blood glucose meter and ensuring that calibrations are entered at the precise time the bg measurement is taken. Subsequently, the user requested sensor removal, which was documented and addressed under MFR#: 3009862700-2026-00500.